Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from the cassette and the cycler during fill 1 of treatment. The patient reported receiving an m83- pump a vs b volume error prior to the fluid leak. Patient indicated the leak was caused by the cassette, however, a specific source was not identified. There was fluid observed within the cycler. The patient was advised to discontinue using the cycler and notify their peritoneal dialysis registered nurse (pdrn). A replacement cycler was issued and the reported cycler was scheduled to be returned to the manufacturer.upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The sample availability status is unknown. The pdrn indicated she would follow up if a sample is available. The reported cycler has been returned to the manufacturer for physical evaluation.